Manufacturer narrative:
Based on the investigation conducted by the service branch center overseas, an observation of the inside of the sheath using an optical telescope; it was confirmed that the inner surface of the sheath was peeled off in a straight line.

Event description:
Olympus was informed that a clear vinyl-like lint came out of the shaft during an unspecified case. The case was completed without problems. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from clinical affairs, which indicates that this reported phenomenon has minor severity and this report should have not been reported as medical device report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the reported event. See section b5 and d11 for more information.

Event description:
Olympus was further informed that the intended procedure was a therapeutic transurethral ureterolithotripsy. The lint like material was confirmed to be from the uropass, and reportedly fell on an instrument table. The lint like material was taken out from the inside sheath after the guide sheath was removed from the patient.